Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a procedure to band varicies (location unk). Per the complainant, during the procedure, the device would not deploy the bands correctly. The bands did not remain on the varicie as expected. The procedure was completed with another speedband superview super 7 multiple band ligator. No pt complications were reported as a result of this event.

Manufacturer narrative:
Bands did not remain in place. The user facility disposed of device therefore, info pertaining to lot#, exp, and date of MFR are not available. The complainant indicated the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. We are unable to determine the cause of this event.